Manufacturer narrative:
(B)(4). The third party service agent provided physio-control with the electronic records from the event for review.  Through analysis of the electronic records physio was able to verify the reported issue. The third party service agent will evaluate the customer's device.  The device will not be returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third party service agent contacted physio-control to report that their customer's device powered off and then on several times during an event.  The customer advised that they were transporting the patient when the reported issue occurred and that the vehicle had gone over bumps.  Additionally, the customer advised that the device would not detect that a battery was installed in well #2. A backup device was available and used to continue patient care. The customer further reported that there were no adverse effects the patient as a result of the reported issue.  The patient was stable upon transfer to the hospital.

Manufacturer narrative:
The third party service agent returned the removed battery contact assembly to physio-control for further evaluation. Physio-control further examined the removed battery contact assembly and observed that the metal pins were worn and, as a result, copper was showing; however, there was no indication that this contributed to the reported issue. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
The third party service agent evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, the third party service agent replaced the battery contact assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.  The device has not been returned to physio-control for evaluation.